Event description:
C-cc-dc - kit components damaged or out of spec. It was reported that the bottom of three way stop cock on sensor was cracked. No patient injury was reported.

Manufacturer narrative:
Expiration date 03/2011.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Zero-stopcock was completely broken off at uv bond joint with flotrac housing. Damage occurred at flotrac housing male luer. Broken male luer was found in the female connector of stopcock.